Event description:
The following was reported: "displaying an internal error message." No negative impact in state of health reported.

Manufacturer narrative:
Due to an internal processing error the device is not available for evaluation by the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).